Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the lead was stretched. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner insulation was kinked/buckled, the helix was distorted/bent, there was blood in/on the helix mechanism, the guide tooth was damaged and there was apparent explant damage. The analyst commented that the lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly.

Event description:
It was reported that during a clinic check approximately four months post implant that the right atrial (ra) lead was noticed to be dislodged. During the lead repositioning the lead helix was unable to be retracted. The ra lead was explanted and a new ra lead was implanted. No patient complications have been reported as a result of this event.